Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 64952115, lot code: ctd809, gmrs small axle; cat. No.: 64952105, lot code: lco269, gmrs small femoral bushing; cat. No.: 64952010, lot code: s4ryb, gmrs dist fem comp sml l 65mm; cat. No.: 64812133, lot code: lcr282, mrhk bumper insert 3 degrees; cat. No.: 64952105, lot code: lcp633, gmrs small femoral bushing; cat. No.: 64812101, lot code: j94050a, hrhk tib rot comp lrg/xlrg; cat. No.: 64812150, lot code: lcv036 mrh hdp assembly pack. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. The information for this report was provided by stryker orthopaedics legal affairs department. As per information received, the devices are not available due to the ongoing litigation. If additional information is received it will be reported in a supplemental report. Device not returned - legal case.

Event description:
It was reported through the filing of a lawsuit that allegedly after (B)(6) 2012 there was a dislocation or separation of the knee implant itself, and the patient suffered from chronic pain and infections, which ultimately required the amputation of his left leg above the knee. Date of amputation is unknown.

Manufacturer narrative:
An event regarding dissociation and chronic infections involving an mrhk insert was reported. The event was not confirmed. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated that there have not been any other events for the specified lot or sterile lot. Conclusions: the exact cause of the event could not be determined because the devices and medical records were not provided for analysis. Further information such as pre- and post-operative x-rays, pathology reports, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported through the filing of a lawsuit that allegedly after (B)(6) of 2012 there was a dislocation or separation of the knee implant itself, and the patient suffered from chronic pain and infections, which ultimately required the amputation of his left leg above the knee. Date of amputation is unknown.